Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the stent delivery system (sds) was advanced to the target lesion and failed to activate the stent. A hole in the shaft was noted after removal. Factors that may contribute to a leak in the shaft include, but are not limited to, interaction with challenging anatomy, interaction with accessory devices, damage incurred during manufacturing, and/or inflating above the rated burst pressure. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported leak/splash. Additionally, it is likely that the leak contributed to the stent activation failure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the right coronary artery with mild calcification and 92% stenosis. The 2.75x48 mm xience xpedition stent delivery system (sds) was being inflated at the target lesion and a leak was noted at the shaft of the device. Upon withdrawal of the device with the stent still on the sds, a hole in the shaft was noted. A new xience xpedition stent was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.